Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. The event history log review was completed and it noted the presence of this alarm in the log. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Service evaluation verified the system error 345 through a review of the event history log as the alarm was unable to be reproduced during baxter medina's evaluation. The cause was identified to be a failed ultrasonic sensor. The ultrasonic sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance testing by baxter puerto rico, a spectrum infusion pump device displayed a system error 345. There was no patient involvement. No additional information is available.